Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction to product information and h6 code. D4 model no: - correction - disregard on initial MDR - should be blank. D4 catalog no: - correction. D4 serial no: - correction. D4 lot no: - correction. D4 expiration date - correction - disregard on initial MDR - should be blank. D4 UDI: - correction. H2 type of follow up: - correction. H4 device mfg date ¿ correction - disregard on initial MDR - should be blank. H5 labeled for single use - correction. H6 ¿ correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.